Event description:
Per the clinic, on (B)(6) 2013, the patient was prescribed cephalexin (dosage and duration not reported); subsequent to experiencing a loss of osseointegration on (B)(6) 2013, resulting in fixture loss. The device is not available for analysis.

Manufacturer narrative:
Device is not available for analysis.